Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant procedure, anterior cervical discectomy and fusion involving c4-c7, was performed on (B)(6) 2014. The planned second surgery was scheduled on (B)(6) 2014 for the posterior portion. At the start of the planned second surgery, upon intraoperative imaging for the posterior plate placement, it was observed by the surgeon that the anterior plate's cannulated-self locking screw, located at c4, went through the plate; the screw did not stop and lock into the anterior plate (the screw went in further into the plate). It was also reported that the surgeon decided to leave the anterior plate/screw as is. The posterior surgery was completed successfully with no report of harm to the patient and no delay in surgery. The plate and screw remain implanted in the patient. This report is 1 of 2 for (B)(4).